Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient continued to have bladder leakage and not being able to communicate with the programmer. Patient had upcoming appointment (B)(6) 2017 to meet with urologist and was advised to bring their patient programmer to the appointment and to get the ins checked. It was also reported the patient had unrelated knee and ankle problems, and had been calling so many doctors for so many things that they had trouble keeping the issues straight. No further complications were reported or are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
A patient reported both her patient programmer and therapy were not working. The patient stated she was experiencing bladder leakage. The patient stated the symptoms had got worse because she was ¿coughing her head off¿. The patient noted she had chronic obstructive pulmonary disease (copd) and had to go to the emergency room (ER) a week prior to the call. The patient stated they provided her with a home nebulizer treatment since she had a coughing attack. The patient also noted she felt she had to go to the bathroom all the time, but could not. The patient noted she had urinary tract infection (uti) for the past several days prior to the call. The patient noted the symptoms were gradual in onset. The patient stated they had a return of symptoms over the past year. They had a uti in (B)(6). The patient reported poor communication when using the antenna. The patient confirmed the antenna was secure, but the issue was not resolved. The patient unplugged the antenna and placed the patient programmer directly over the ins, but the issue was not resolved. The patient noted she was no longer feeling stimulation and had a return of symptoms. The patient is implanted for urinary dysfunction/sacral nerve stim.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had not felt stimulation in a year and the patient programmer would not communicate with the implant. The patient's symptoms had also been getting worse. It was noted the physician programmer would not read the device and that the hcp tried to press hard since the patient gained 90 pounds since the implant. The implant had not been checked since shortly after implant. It was suspected that the device was eos (end of service) due to the length of time since implant, they were unable to read with the physician programmer, and the patient was not feeling stimulation. It was noted they would discuss a replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.